Event description:
The bard max-core disposable core biopsy instrument misfired 3 different times while in the patient's rectum. Per staff report, another biopsy unit was opened. This 2nd unit was of the same lot number - this product misfired once as well. At this point, a 3rd instrument was opened.